Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have blade damage. The instrument was returned with one of the blades broken. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. A review of the provided image is consistent with the reported complaint of broken blade.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, an error was displayed regarding the blade of the harmonic ace instrument. While the user was checking the instrument outside the surgical field, the tip of the blade broke off. The procedure was completed as planned with no reported injury.